Manufacturer narrative:
Reporter returned one oral-b brush head on 26-may-2016. However, product return was inadvertently destroyed. No investigation is possible at this time.

Event description:
Head of the brush head ended up at the back of throat [foreign body]; head of the brush head broke off [device breakage]. Case description: a consumer, age and gender unspecified, reported via letter on 26-may-2016 that while using an oral-b vitality series toothbrush, the head of the oral-b power oral care refill broke off and ended up at the back of his or her throat. The consumer removed the brush head from his or her throat just in time, and it had no impact. The case outcome was recovered. The consumer reported being a loyal user of the vitality toothbrush for years, and had no previous complaints.